Event description:
On (B)(6) 2012 the user in (B)(6) reported blood glucose results of "89, 92 and 137 mg/dl" with the lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < 12 mg/dl and/or <15%. There is no indication that the product caused or contributed to an adverse event. The patient did not report any symptoms or treatment. However, this complaint is being reported because inaccurate erratic was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the test strips passed all testing with no faults found. The meter has also been returned to lfs on (B)(4) 2012; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 2 (09/07/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.